Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
During investigation on-site performed by our field service engineer presence of liquid spill on several pc boards were found. The pc boards were replaced and after successful tests the ventilator was returned to clinical use. Received photos confirm the reported liquid spill problem. The pc boards were not further investigated since ingress of liquid/corrosive substance on pc boards can cause failure/short circuits which might lead to a ventilator malfunction. There is no information on how the liquid spill entered the ventilator or what kind of liquid spill it was.

Event description:
It was reported that the ventilator generated technical error codes indicating disabled valves and communication error. There was no patient harm. Manufacturer ref. #: (B)(4).